Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) was not returned for evaluation. The shoulder pack (lot 0000575) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the perf ormance of the returned device in relation to the reported event. Failure analysis of the returned shoulder pack revealed that the device passed visual inspection and functional testing; no anomalies were observed. Visual evidence provided by the site did not reveal evidence of a device malfunction. As a result, the reported event could not be confirmed. Based on the available information, a possible root cause of the reported "shoulder bag unclipped" and resulting controller fall/driveline pull event may be attributed, but not limited, to the handling of the pack. Additional products: d1: shoulder pack d4: lot#: 0000575 h6: img code(s): g04021 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline was pulled when the shoulder bag unclipped and fell. The patient experienced bleeding at the driveline exit site with no extensive damage and the bleeding stopped. The shoulder bag clip was "secured" by the patient and will be replaced. The vad driveline remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ shoulder pack model #: 2060 / catalog #: 2060 / expiration date: 30-sep-2021 / lot #: 0000575 UDI #: (B)(4). Device available for evaluation: no. Mfg date: 29-sep-2020. Labeled for single use: no. (B)(4). Additional information has been requested regarding the log files and details of the event, but these were not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) and the shoulder pack (lot 0000575) were not returned for evaluation. Visual evidence provided by the site did not reveal evidence of a device malfunction. As a result, the reported event could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported "shoulder bag unclipped" and resulting controller fall/driveline pull event may be attributed, but not limited, to the handling of the pack and/or a latch mechanism failure, which wear over time and/or the handling of the pack may have contributed to. Additional products: shoulder pack 0000575 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.